Manufacturer narrative:
The reported event, for perforator bit failure to disengage, was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined. Device discarded by customer.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was an unintentional dural opening as a result of this event. It was also reported that management of the bleeding was required. It was further reported that the procedure was completed successfully.